Event description:
It was reported that the user experienced rising blood glucose after a supply change, reaching a peak of 251 mg/dl for approximately 2 to 3 hours without device high-glucose alerts, and later reported an air bubble observed in the cartridge; the user temporarily disconnected, administered a manual injection, and subsequently noted hypoglycemia after a reported pump overcorrection before returning to range following oral glucose and education on bubble removal. Symptoms included dizziness during hyperglycemia and symptomatic hypoglycemia down to 54 mg/dl. Outcomes included self-management with oral glucose, manual insulin injection, and return to target range without medical intervention or hospitalization. Investigation included customer interview, troubleshooting, and education on cartridge bubble removal and reconnection timing. Investigation of this case revealed a probable infusion or cartridge delivery issue associated with an air bubble interfering with insulin delivery, followed by subsequent low glucose after correction while disconnected and reconnecting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.